Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of myopotential noise. This occurred while programmed in the primary vector. It was noted that the vector was reprogrammed as resolution. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.